Manufacturer narrative:
The insulin pump passed rewind test, prime test, excessive no delivery test, self-test and unexpected error test. The pump was unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was monitored and tested with no low battery alert noted. The pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that they experienced low battery alert and damage on the insulin pump. The customer's blood glucose value was unknown. The customer stated that the reservoir compartment is broken and the seal would not close correctly. The customer stated that the battery did last more than 1 week. The product was returned for analysis.